Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a linear endobronchial ultrasound (ebus) diagnostic procedure, the image on the bronchovideoscope appeared dark, and the user was unable to visualize anything upon activation of the ultrasound. The patient was under sedation. No patient harm was reported in association with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection, where the reported failure of a dark image was confirmed. During the device evaluation, the following additional reportable malfunction was identified: no display or image output, attributed to multiple broken elements. Based on the investigation findings, the probable cause of this complaint was component failure due to an identified electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.